Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that a patient started shaking more in (B)(6) 2016. They went to see their healthcare provider (hcp) and said a light came on, which shows that their implant battery was getting weak and may need to be replaced. It was later confirmed by the hcp, on (B)(6) 2016, that the patient's device was at elective replacement indicator (eri). The patient was directed to talk to their hcp to discuss replacements. There was no indication of dissatisfaction with the device longevity. It was noted that the patient had been in the hospital seven times for congestive heart failure. They have done so many EKG's and echo-cardiograms and did not really check the simulator to see if it was working. The consumer has been more concerned about the patient's heart and weight gain and said they have many medical issues. The patient has had heart surgeries and pulmonary embolisms in the last 6 months. The consumer clarified that all the medical issues they listed were not related to the device or therapy. The implantable neurostimulator (ins) indication for use is not clear at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.